Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye because they were unhappy. The replacement iol was a different j&j model zlu150 26.5 diopter. The explanted iol will not be returned as it was discarded by the customer. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but did not provide. Date of event: unknown/asked but unavailable. Best estimate date is between feb 14, 2021-apr 5, 2022. The device is not returning for evaluation as it has been discarded. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.